Event description:
Pt's heart rate rose to over 200 (206-214). Defibrillation was released, after that the monitor went blank and offline. After approx 3 minutes, the monitor was on again. Values over 200 are missing on the trend.